Event description:
It was reported that the right atrial lead had increasing impedance, decreasing sensing, and no pacing capture. The x-ray revealed possible dislodgement or migration from the implant location. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. There was cosmetic environmental stress cracking and a cosmetic depression on the outer insulation.